Event description:
It was observed that during the device evaluation, the camera head exhibited failure of water tightness of the head side stop, failure of water tightness of imaging and pixel failure due to image capture failure. There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, it is likely that the following led to the malfunction: caused not established. A probable root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.